Event description:
Pacemaker under advisory for hydrogen premature battery drain. Routine remote showed increase in battery drain; confirmed with boston scientific engineers' device has premature battery drain. Recommendation for generator change within 90 days. Pacemaker generator changed.